Manufacturer narrative:
H3:product analysis: product ID: mr8-t12mh45d and lot#: 0228998346 no conclusion can be drawn. Evaluation could not be performed because device is discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product ID: mr8-t12mh45d and lot#: 0228998346 no conclusion can be drawn. Evaluation could not be performed because analysis is not yet anticipated. If the device is returned in the future, product analysis may be performed. Product ID: tt12c and serial#: (B)(6) no conclusion can be drawn. Evaluation could not be performed because it was disposed of within the hospital. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: tt12c, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur broken. No patient impact was reported. On follow-up no further information was provided on patient impact and there was breakage at the tip of the telescopic tube.